Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date the patient experienced low blood glucose (bg) of 3.9mmol/l with cognitive impairment associated with a dim display issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require third party assistance to treat the low bg. The patient reportedly remained on the pump. The reporter stated that the display screen was dim, faded, and discolored and could not be read safely. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged display issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the pump powered on to a dim, discolored display. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.